Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no additional treatment or intervention required for the reported bruising and hair loss. It was noted that regarding the patient reported hair loss, "per source document states that it can be from radiation during angio." Additionally, bruising may be associated with antiplatelet medications. Hair loss and bruising was not confirmed for this patient.

Event description:
Additional information received reported that the patient experienced bruising. The patient had not recovered/resolved at the time of the report. No hospitalization or surgical procedure was required. The adverse event (ae) did not result from a device deficiency. Per the source document the patient experienced bruising while on blood thinners. For the hair loss it was stated that it could be from radiation during angio.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported sponsor assessment adjudication. The event of photopsia was attributed causal to the device and possibly to the antiplatelet treatment. Additionally, per neuro-ophthalmology evaluation, bilateral symptoms were likely due to ocular surface drying or refractive error and it was noted that blurred vision is also a reported side effect of clopidogrel (anti platelet medication).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline experienced eye floaters and blurred vision. The patient was not treated with a surgical procedure or experienced prolonged hospitalization. The patient was not recovered/resolved. It was noted that the ae was possibly related to the disease under study. New or worsening of existing neurological deficits were noted. The ae did not result from a device deficiency. The patient experienced intermittent eye floaters in the right eye. The patient described them as flashes/fireflies. The patient also reported bilateral blurry vision making reading difficult. The patient was referred to neuroophthalmology. The patient was being treated for a right c6 ica in the side branch with a saccular morphology. Aneurysm dimensions: maximum diameter 2.5 mm, dome height 2.5 mm, dome width 2.5 mm and neck size 2.5 mm. Parent artery diameter distal to aneurysm was 3.8 mm. Parent artery diameter proximal to aneurysm was 4.3 mm. Significant stasis and complete nick coverage was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) was class 3. Access was via femoral right. Rist was not used. The study device was successfully implanted in the subject. Wall apposition was achieved. The side branches were not covered by the pipeline. No device flattening or twisting was identified.   Ancillary devices: guide catheter infinity 088, intracranial support catheter navien 058, microcatheter medtronic phenom 027.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was referred to neuro-ophthalmologist for workup. No specific cause for the vision issues was available. The patient reported hair loss on (B)(6) 2024. It was stated that "hair loss can be from radiation during angio, some patients are more sensitive to it than others but will come back with time." The patient also reported possible bruising post procedure on (B)(6) 2024. It was discussed with the patient that the bruising that they are experiencing may occur while on the blood thinners.